Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a button/keypad (tactile changes/unresponsive up/down arrow) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The device was returned to animas and evaluated by product analysis on 09/04/2013 with the following results: testing was unable to duplicate unresponsive 'up' and 'down' buttons on keypad. All buttons are responsive to button presses and are functional. The keypad is intact and no contamination was found or other damaged was found when the keypad cover was removed. Unrelated to the complaint, observed the text on the display screen is dim/faded and discolored. Replaced faded display with test display. The test screen is fully functional and is fully illuminated with no visible signs of fading or discoloration of text. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.